Event description:
Pt slid down between the rail and mattress laying sideways the first time. The second time to the 14th time pt gets their head stuck only between the rail and mattress by laying from side to side.